Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the u713 processor was corrupt. The cause of the inability to communicate is the corrupt processor. The root cause of the corrupt processor cannot be positively identified. No adverse event resulted from the corrupt processor.

Event description:
A u.s. Distributor returned an electrode belt indicating that it would not communicate with a test monitor.